Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: in use the balloon burst. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).